Event description:
It was reported to philips that device failed ops check. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer refused the repair service and no work performed by philips.

Event description:
This report is based on information provided by philips bench repair team leader with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is showing error message " equipment disabled system failure". There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.